Manufacturer narrative:
This device has not been returned. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Additional information was received indicating this device was explanted and replaced with another manufacturer's device. No additional adverse patient effects were reported.

Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed several alerts through the patient's remote monitoring system indicating that a low shock impedance measurement was detected during shock delivery, the charge time limit was exceeded, and that there is limited battery capacity remaining. Boston scientific technical services (ts) was contacted and a ts consultant discussed that these alerts indicate an issue with both the crt-d and associated right ventricular defibrillation lead and both should be replaced as the patient is unprotected. It was reported that the defibrillation lead implanted with this device is a non-boston scientific product. No adverse patient effects were reported.